Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06918. Related manufacturer reference number: 2938836-2019-06920. It was reported that when the patient presented at a follow-up in-clinic, the right atrial, right ventricular and left ventricular leads were found to be dislodged under fluoroscopy due to twiddler¿s syndrome. It was attempted to reposition the right ventricular lead but the stylet got stuck inside the lumen and the entire lead was subsequently removed. The atrial lead was also removed and further inspection revealed that the helix would only extend with torsion to the lead. Both the right ventricular and atrial leads were replaced while the left ventricular lead was re-positioned successfully. The patient was stable after the procedure.